Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this system was exhibiting rising shocking impedance measurements which had exceeded 125 ohms. A (B)(4) technical services consultant recommended further testing. Defibrillation threshold testing (dft) and non-invasive programmed stimulation (nips) were performed. Successful dft testing was completed. An x-ray did not identify any lead or device header abnormalities. The system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system continued to exhibit out of range shocking impedance measurements. The system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was put through and passed a series of automated tests which verified functionality, sensing and critical therapy availability. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Manufacturer narrative:
Additional information was received stating this system was still exhibiting out of range shocking impedance measurements which were 170-180 ohms. A boston scientific technical services consultant discussed troubleshooting and possible further testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.